Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate/sense channel. The electrogram was reviewed and noted stored episodes of noise oversensing on the rate/sense channel and the patient received an inappropriate shock. The pacing impedance measurements were greater than 2000 ohms and sensing measurements were low. A threshold test was not performed due to the oversensing noise. An x-ray was performed which confirmed that there was a lead fracture. A revision procedure will be performed in the near future to replace the pace/sense portion of the lead.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead was explanted. No adverse patient effects were reported.